Event description:
It was reported that the female patient revised in 2007 for pain. During revision, it was noted that the plasma spray delaminated.

Manufacturer narrative:
As the device is not available for evaluation per hospital policy, an evaluation cannot be performed by the manufacturer. Additional information pertaining to the device(s) referenced in this report was requested. If it becomes available, the evaluation summary will be submitted in a supplemental report.